Manufacturer narrative:
D4: lot number added. D4: full UDI added. H6: the quality investigation is complete.

Event description:
No new information

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.h10: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during a procedure the e-sep safeair pencil activated without pressing any buttons by the surgeon. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.